Event description:
As initially reported by consumer, she purchased a brand new bottle of solution. The next morning when she wore her contact lens on her left eye she felt she had acid in her eye. She was seen by an ophthalmologist right away and it was determined that she had toxic burns to her cornea and the entire surface was affected . The current status of the consumer¿s eye is not resolved at the time of this report. Additional information has been requested but not yet available. 27-sep-2023: follow up information was received from consumer stating, the consumer had purchased the contact solution in states. The consumer had soaked the contacts well before going to bed. The next day as soon as the contacts touched consumer¿s left eye it was like eye was on fire. The consumer had immediately flushed out eye with water, but it began to swell shut. Consumer felt pain in her left eye along with blurred vision, after which consumer went to emergency clinic. On exploration of eye in the emergency clinic it was found that there was corneal defect in all surfaces (almost hundred percent) without any signs of infection. She was prescribed with dexamethasone and chloramphenicol eye drops for left eye with a frequency of five times a day and check for evolution every day to see if any other medication was required for improvement. The consumer had a follow-up visit with corneal corrosion in the left eye along with symptoms of discomfort and redness. The consumer underwent eye examination the visual acuity test showed left eye has +1.50 otc readers, near vision with correction 20/25 photophobic. Corneal examination showed right eye diffused abmd (anterior basement membrane dystrophy) lasik (laser-assisted in situ keratomileuses) flap and left eye: diffused abmd, no defect or edema. Rfnl (retinal nerve fiber layer) test for eye showed avg rfnl thickness. The consumer was provided with an assessment of corneal scar (right eye), anterior corneal dystrophy of both eyes, bilateral incipient senile cataracts, refractive disorder (right eye for distance), chronic posterior vitreous detachment in both eyes, open angle borderline glaucoma in both eyes, corneal abrasion in left eye. As part of treatment plan, consumer was educated on the condition, prescribed to continue with moxifloxacin and prednisolone eye drops for left eye with a frequency of four times daily and advised to monitor floaters. The consumer was recommended multivitamin capsules and uv blocking sunglasses to delay cataract growth. Consumer was asked for follow up visit for corneal. Consumer vision was finally restored according.

Manufacturer narrative:
New information had been received and the additional information has been updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer, she purchased a brand new bottle of solution. The next morning when she wore her contact lens on her left eye she felt she had acid in her eye. She was seen by an ophthalmologist right away and it was determined that she had toxic burns to her cornea and the entire surface was affected . The current status of the consumer¿s eye is not resolved at the time of this report. Additional information has been requested but not yet available.